Event description:
It was reported that the portions of the touchscreen became unresponsive. Customer did not test blood glucose levels and was unsure if they had been impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.